Event description:
It was reported that the pump touch screen was intermittently unresponsive, and that the pump display timed out sooner that expected. The customer's blood glucose was 225 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.